Event description:
Customer reported device = 589 mg/dl. Customer went to the emergency room (ER) and their device = 134 mg/dl. Other treatment information, if any, was not provided. Strips are stored and used outside of vial which is not recommended. No controls used. Strips expired. A request was made for return product and replacement product was sent.